Manufacturer narrative:
Expiration date: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: updated. The device history record confirms that the device met all material, assembly and performance specifications. The subject device was returned and no defects were noted. Performance testing & functional was not performed due to the condition the device was received. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported defect was not confirmed.while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that a patient underwent thrombectomy procedure at the middle cerebral artery m1-m2segment with the stent retriever (subject device). Post-procedure, it was observed by MRI imaging an artifact suspecting a metal piece. The artifact could be related to one of the products used during the procedure. There were no clinical consequences to the patient.

Event description:
It was reported that a patient underwent thrombectomy procedure at the middle cerebral artery m1-m2segment with the stent retriever (subject device). Post-procedure, it was observed by MRI imaging an artifact suspecting a metal piece. The artifact could be related to one of the products used during the procedure. There were no clinical consequences to the patient.